Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, the clip would not deploy from the device. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device displayed a non-retracted plunger, not fully advanced thumb advancer, which lead to an incomplete sheath split and broken vessel locator wings (vlw). The broken vlw is most likely the result of not activating the safety release switch during device removal. The internal component inspection did not yield any anomalies. The clip was still present on the carrier tube and the firing pin and catch were still in place. This, in conjunction with incomplete sheath slit, confirms the thumb advancer was not fully advanced when the firing button was pressed. The device was reassembled minus the clip and broken vlw, then was deployed without any observation. Unsuccessful clip deployment can be influenced by, but is not limited to manufacturing, user technique, and/or anatomical conditions. The starclose device is manufactured with inspections in place to ensure the proper alignment of the tubeset, clip loading, and device assembly. The lot met the acceptance specifications. The instructions for use (IFU) states: advance thumb advancer until number 3 appears in the number window, indicating the thumb advancer is fully advanced and in the locked position. Evaluation of the returned device confirms this was not performed. Because the user did not realize that incomplete advancement of the thumb advancer would prevent the deployment sequence (vlw retraction), the device was removed while the vlw was still deployed. This most likely resulted in the damaged vlw observed on the returned device. Anatomical conditions of the patient could not be confirmed as a femoral angiogram was not performed. Anatomical conditions can provide sufficient resistance to stop the thumb advancement process. Based on the evaluation, the probable cause for the reported event is incorrect technique. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there have been no other incidents for the reported lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Device code 2017: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection.